Event description:
The device was serviced at the facility by a baxter representative for a reported failure of a depleted battery. No further info was provided.

Manufacturer narrative:
The pump is not available for evaluation. The device has been requested but has not been received. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA mdq-CAPA-132.